Event description:
Follow-up information was received from the physician on (B)(6) 2015. The increase in seizures was back to pre-vns baseline levels. No known factors ((medication changes, trauma, etc) may have contributed to the increase in seizures.

Event description:
Clinic notes received on (B)(6) 2015 and dated (B)(6) 2015 state that the patient was last seen in (B)(6) 2015. At that time, she was doing well and had been seizure free since (B)(6) 2014. On (B)(6) 2015 she states that in (B)(6) she started having increasing seizure activity. The patient underwent generator replacement on (B)(6) 2015 and the reason was again noted as neos-yes. The generator was received on (B)(6) 2015. On (B)(6) 2015 product analysis was completed and approved and it was found that the generator showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The therefore, based on analysis results, the patient was receiving adequate therapy at the time of the report of the increase in seizures. Attempts for additional information have been made to the physician but have been unsuccessful to date.